Manufacturer narrative:
The patient was born in 1977. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was due to poor environment or source of water. The patient was hospitalized on the same day as the onset. On an unreported date, the patient was treated with unspecified antibiotics (routes, doses and frequencies were not reported). Thirteen days after the onset, the treatment was discontinued. At the time of this report, the patient has recovered from the event. Pd therapy was ongoing. No additional information was provided because the reporter declined follow up.